Event description:
The customer contact reported a possible operator error in programming the device, which resulted in the pt receiving more IV fluid than intended. The report stated, "pt was given tpn at 445cc per hr for 4 hours. Rapid response team was called for heart rate of 160, at which time the error was discovered. Pt recovered without incident. When a number key is pressed, there is a slight delay before the number appears on the screen, resulting in the practitioner pressing the button again, thinking that the original keystroke failed. I believe the nurse responsible for the overdose of tpn intended to set the pump at 45cc per hour. This is a very busy trauma floor, often without proper staffing of nurses and/or techs and many new grads. Tpn is hung at 10pm at our hospital, a very busy time of the night on this floor." Though requested, no add'l info was available.

Manufacturer narrative:
Due to the customer's choice of anonymity, any returned product cannot be matched to this report as no list or serial number was provided.